Manufacturer narrative:
The end-user declined to provide patient information.

Event description:
On april 10, 2026, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (B)(4). Details are as follows: the event occurred on march 3, 2026. The dentist was performing a filling procedure on a patient using the z95l handpiece (serial no. (B)(6) during the procedure, the handpiece head overheated abnormally, and the patient received a thermal burn injury to their inner cheek mucosa. No medical treatment was required at the time of the injury. The patient has had a follow up visit after the incident and is reported to have healed normally without need for additional medical treatment.